Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Follow up call was made in response to an e-mail regarding syringes. I called the pharmacy and they stated that the pharmacist would not be in until tomorrow at 8am. I will follow up with (B)(6) tomorrow morning. Made call back and unable to make contact with the customer via telephone.

Event description:
Pharmacist is upset and is asking for a call back from mgmt . Said that the item# (B)(4) true plus that replaced item# (B)(4) is not accurate in the levels. Said a patient brought it back that it made her sugar levels rise and he tested it himself and that the new syringe does not hold the same amt at 20pts.